Manufacturer narrative:
Exemption number e2019001 - permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Lot history review/complaint history statement.

Manufacturer narrative:
Exemption number e2019001 -permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2019, a 3.5 x 12 mm xience alpine stent was implanted in the left main. The stent was post dilated with a non-abbott 4.0 x 8 mm balloon at 8 atmospheres. On (B)(6) 2019, the patient presented with angina. It was confirmed that the patient had been compliant with dual anti-platelet drug therapy (dapt) after the initial procedure. Angiography was performed, and in-stent restenosis was confirmed at the target lesion. The lesion was treated with a cutting balloon and a drug-eluting balloon. No additional information was provided.